Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) reported that the pop matrix drawer in position 5 failed only when medication was removed. The medication controller had already been replaced, but the failure reoccurred soon afterward during a procedure. Due to the urgency of the station, the customer requested that the drawer be replaced. The fse replaced the pop matrix drawer, performed a firmware update, and configured the drawer in the enterprise server. The drawer was tested using the test software, and the customer also tested the drawer. A physician assisted by simulating medication removal, and all functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not detected on bus and maintenance required. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.